Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During preparation, as the nurse was about to remove the ligator shrink wrap, it was noticed that the bands were damaged inside the ligator cap. "The threading from the cap seemed to have been intertwined with the bands causing them to be pinched." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the ligator head with bands attached, and some of the bands were moved from their position and overlapped.